Event description:
Boston scientific received information that during a routine follow up visit, this pacemaker was scheduled for a revision procedure due to elective replacement time (ert) with a battery voltage of 5 v and only 14 percent pacing. Premature battery depletion (pbd) was suspected. In addition, a boston scientific technical services (ts) agent was contacted and discussed that small changes in output and impedance measurements can cause current bin changes that will effect the device longevity. A technical service agent recommended a device changeout within 90 days since the device did not last as long as the nominal specification of this device that had good outputs. No adverse patient effects were reported.

Manufacturer narrative:
To date the revision procedure has not occurred. Once the revision is completed the device will be returned for analysis at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.